Event description:
It was reported that air bubbles and dilator's tip damage occurred. During an ablation procedure, a faradrive steerable sheath was selected for use. During the insertion phase of the farawave ablation catheter, bubbles were observed coming from the faradrive introducer during aspiration. A test was performed without the catheter inserted, and no bubbles were seen in the syringe. When the test was repeated with the catheter inserted, the issue reappeared. The introducer was therefore replaced. At the end of the procedure, an inspection revealed that the tip of the dilator was not intact and damaged. The procedure was completed successfully, and no patient complications were reported. The sheath has been received at boston scientific's post market laboratory. It was further reported that the sheath was positioned in the femoral access and air bubbles were noted in the flushing line attached to the sheath shaft. The indication the patient was treated for was paroxysmal denovo atrial fibrillation. A 30cc syringe was used during aspiration of the sheath. No air was observed in the patient.

Manufacturer narrative:
Device evaluated by MFR.: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device confirmed damage at the dilator tip. This damage is consistent with dilator damage that can occur from dilator insertion. Thus, it is likely that the dilator tip was damaged during a prior insertion. Microscopic inspection of the hemostatic valve identified a tear in both the inner and outer valves. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tears on the valve.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that air bubbles and dilator's tip damage occurred. During an ablation procedure, a faradrive steerable sheath was selected for use. During the insertion phase of the farawave ablation catheter, bubbles were observed coming from the faradrive introducer during aspiration. A test was performed without the catheter inserted, and no bubbles were seen in the syringe. When the test was repeated with the catheter inserted, the issue reappeared. The introducer was therefore replaced. At the end of the procedure, an inspection revealed that the tip of the dilator was not intact and damaged. The procedure was completed successfully, and no patient complications were reported. The device is expected to be returned.

Event description:
It was reported that air bubbles and dilator's tip damage occurred. During an ablation procedure, a faradrive steerable sheath was selected for use. During the insertion phase of the farawave ablation catheter, bubbles were observed coming from the faradrive introducer during aspiration. A test was performed without the catheter inserted, and no bubbles were seen in the syringe. When the test was repeated with the catheter inserted, the issue reappeared. The introducer was therefore replaced. At the end of the procedure, an inspection revealed that the tip of the dilator was not intact and damaged. The procedure was completed successfully, and no patient complications were reported. The sheath has been received at boston scientific's post market laboratory where it is awaiting analysis. It was further reported that the sheath was positioned in the femoral access and air bubbles were noted in the flushing line attached to the sheath shaft. The indication the patient was treated for was paroxysmal denovo atrial fibrillation. A 30cc syringe was used during aspiration of the sheath. No air was observed in the patient.